Event description:
The customer stated that she purchased the instant cooling therapy wrap, and when she used it, it burned her under her arm pit. The customer was using the cold therapy wrap, and she wrapped her shoulder with it. She liked the smell. She did not experience anything until she took it off - not where she shaves, because she thought it might be something with the chemicals. Her arm was propped up with a pillow, and was not against her body. The customer did have it wrapped around her hand and one wrapped over her shoulder. Nothing happened around her hand, just around her shoulder. She was going to the doctor and plans to be calling back.